Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles were reviewed and it was noted that the balloon wings on the proximal half are more relaxed and opened out than on the distal side. This disturbance of the balloon folds was likely caused by the movement of the stent off the device. Crimp markings were evident across the length of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 26-july-2016. It was reported that the user opted for a different device. A 24 x 2.25 promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, prior to use in the patient, the physician decided to use a different size of the device. The procedure was completed with another with same device. No patient complications were reported however, returned device analysis revealed stent detachment/separation.